Event description:
It was reported that review of fluoroscopy revealed the atrial lead was dislodged. The lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was lead dislodgement. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the inner coil was over-torqued at the connector region consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification.